Event description:
A (B)(6) old male pt's nurse contacted zoll customer support to report that his battery charger was not powering on. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluations of battery charger sn (B)(4) has been completed. The reported problem (battery charger will not power on) has been confirmed. Upon evaluation, the battery charger would not power on. The cause was defective connector on the power supply brick that plugs into the charger. The root cause for the defective connector cannot be positively determined. No adverse event resulted from the damaged connector. The pt was provided with a replacement charger.